Event description:
The doctor attempted to use cup in an acetabulum reamed to 55mm and it did not fit. The dr. Went to the next size down and implanted the 48mm cup. No serious illiness, injur or posibility of such in this case. The cup seems to be oversized.